Event description:
It was reported that during the procedure in the right coronary artery, the 3.5/23mm promus rx stent system became caught on the guiding catheter during advancement and the stent struts flared. The stent system was removed from the anatomy. There was slight resistance during removal with the guiding catheter. A non-abbott stent system was used successfully to treat the target lesion. There was no significant clinical delay and no adverse patient effects. Though requested, additional information has not been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient as it was reported as over (B)(6) old. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent implant, damage to the guiding catheter, or procedural technique. To help ensure that the reported difficulties are not related to a manufacturing deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release and all stent delivery systems are 100% visually inspected online for stent damage. The product was not returned and may have aided in the investigation. However, there was no report of any damage to the sds or stent implant prior to use, suggesting that the reported resistance with the guiding catheter and stent damage were a result of the procedure. In this case, it is possible that interaction with the guiding catheter contributed to the reported difficulty to position and subsequent stent damage, as it was reported that the promus stent got caught on the tip of the guiding catheter. The flared stent struts likely contributed to the subsequent difficulty removing the promus sds from the guiding catheter. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position through the guiding catheter, difficult to remove from the guiding catheter, or stent damage for this lot. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.